Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In about a year later, the clinical director contacted the manufacturer to report theat three days earlier, the pt was taken to or for placement of antibiotic beads in the pump pocket. At this time, the pump percutaneous lead was accidentally severed approximately 8 cm from the pump housing. The pump went into basal mode at 40bpm and then continued in a fixed mode at 50 bpm with a stroke volume (sv) of approximately 70ml. By the time the surgeon was able to speak to the manufacturer, the pt had already been closed with no attempted repair of the damaged percutaneous lead or replacement of pump. The manufacturer had advised to attempt hand pumping to ensure that the vent line was patent. This was not done. The pt was taken to the ICU and continued on electric support with pneumatic back up available. The next day, the manufacturer was notified of problems with power limit advisory alarms. The surgeon spoke with the manufacturer over the weekend to disucss problems with the pump filling. The pump appeared to have a leak in the percutaneous lead inside the pt. The pt appeared to have had a stroke at some point and was taken for a CT scan. The pt experienced a cardiac arrest en route to having a CT scan and subquently died in the ICU. The hospital will be sending the device to the manufacturer for analysis.